Event description:
It was reported that patient's right atrial (ra) lead has had chronic low p waves and no capture for almost three years. The patient was recently seen and due to the undersensing of p wave, biv pacing has decreased to (B)(6). The ra lead was programmed off by reprogramming the mode to pace and sense only the ventricle. The ra lead remains implanted. No patient complications have been reported as a result of this event. This patient is enrolled in the product surveillance registry study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694758, lead, implanted: (B)(6) 2011; 419688, lead, implanted: (B)(6) 2011. (B)(4).